Manufacturer narrative:
Correction: on b5 lead was capped not explanted.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. On (B)(6)2024, the physician elected to cap and replace the rv lead. The patient was in stable condition.

Event description:
It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, noise oversensing on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.